Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to this issue. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer technical support provided information and assistance to reset the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappears, which they acknowledged and understood.